Event description:
A barostim system was implanted on (B)(6) 2025. The patient was thought to have reacted badly to anesthesia, had fluid retention, and a low oxygen level. However, the physician was unable to confirm the root cause. As of (B)(6) 2025, the patient was still hospitalized. The anesthesiologist followed the cvrx guidelines for anesthesia during implant, and there was nothing unusual observed during implant. The patient was discharged on an unknown date, and, as of (B)(6) 2025, the patient was doing well.

Manufacturer narrative:
Updated fields: b4, b5, b7, g3, g6, h2, h11. Cvrx ID# (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. The patient reacted badly to anesthesia, had fluid retention, and a low oxygen level. As of (B)(6) 2025, the patient was still hospitalized.